Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and a chest x-ray showed the lead was loose. The lead was explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.